Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an electrical reset during interrogation. Manual testing was performed and concluded there were no changes in programmed parameters. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.